Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on (B)(6) 2019. [Additional information]: the healthcare professional reported that during the stent-assisted aneurysm coil embolization procedure, the physician stated that the 4 mm x 23 mm enterprise®2 stent (encr402312 / 11065633) became stuck in the 150cm x 5cm prowler select plus microcatheter (606s255x / 30122886) before crossing the microcatheter hub in the y-connector; it could not be pushed in nor pulled out. The enterprise stent was not deployed in the patient¿s body. The physician pulled the enterprise stent and the prowler select plus microcatheter out together and replaced the stent to complete the procedure using the same prowler select plus microcatheter. It was confirmed that nothing unusual was noted on the enterprise system and the prowler microcatheter prior to use; there was no kink or bend on the microcatheter. There was no report of patient injury or complication; the complaint product was new and was stored and handled per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. It was reported that the product is available to be returned for evaluation. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00861. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter information such as phone and email address are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30122886) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00861 and 1226348-2019-00862. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted aneurysm coil embolization procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30122886) was selected to deliver the 4 mm x 23 mm enterprise®2 stent (encr402312 / 11065633). The physician stated that enterprise®2 stent became stuck in the prowler select plus microcatheter before crossing the microcatheter hub; it could not be pushed in nor pulled out. The enterprise stent was not deployed in the patient¿s body. The physician pulled the enterprise stent and the prowler select plus microcatheter out together and replaced the stent to complete the procedure. There was no report of patient injury or complication; the complaint product was new and was stored and handled per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. It was reported that the product is available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 6/14/2019. [Conclusion]: the healthcare professional reported that during the stent-assisted aneurysm coil embolization procedure, the physician stated that the 4 mm x 23 mm enterprise®2 stent (catalog: encr402312 /lot: 11065633) became stuck in the 150cm x 5cm prowler select plus microcatheter (catalog: 606s255x /lot: 30122886) before crossing the microcatheter hub in the y-connector; it could not be pushed in nor pulled out. The enterprise stent was not deployed in the patient¿s body. The physician pulled the enterprise stent and the prowler select plus microcatheter out together and replaced the stent to complete the procedure using the same prowler select plus microcatheter. It was confirmed that nothing unusual was noted on the enterprise system and the prowler microcatheter prior to use; there was no kink or bend on the microcatheter. There was no report of patient injury or complication; the complaint product was new and was stored and handled per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. It was reported that the product no longer available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30122886) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the microcatheter available to be returned for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00861 and 1226348-2019-00862. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.